Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (loss of contrast fluid during valve deployment) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02896.

Event description:
During the deployment of a 29mm sapien 3 valve via the transfemoral approach, the commander delivery system to atrion connector came loose and contrast fluid was lost onto the sterile field. This resulted in a partial deployment of the valve. During preparation of a second delivery system, the initial valve embolized into the aorta. A new delivery system was used to capture and place the valve into the aortic arch, where it was implanted. A second sapien 3 valve was prepared and successfully deployed. The procedure was completed without issue and the patient was transferred in stable condition. The annulus measured 29mm x 24mm by CT. Severe annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. The access vessel minimal luminal diameter measured 6.5mm with area of severe calcification and mild tortuosity reported. It was perceived that procedural factors, loss of contrast fluid resulting in partial deployment of the initial valve, contributed to this event.